Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. It was reported the patient had experienced "more comas than I'd like to say." The patient experienced 3-4 total comas which were believed to be due to overdose from the pump. The first time the patient went into a coma was 2010 or 2011; the reporter was unsure of the exact date. The event dates of the other previous comas were unknown. Follow-up was being conducted to obtain clarification of baclofen intrathecal, specific signs/symptoms experienced regarding overdose, troubleshooting performed, cause of issue, and actions taken to resolve the event. If additional information is received, a follow-up report will be sent.